Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista access. As it was stated, the rust occurred on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may lead to contamination. During investigation, it was found that device was not according to the manufacturer¿s specification as corrosion was detected on device. In the time when the event occurred, the device was not being used for patient treatment and it contributed to the event. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Unfortunately, manufacturer did not receive information regarding the cleaning protocol. It is not possible to conduct the technical investigation and to determine the root cause and therefore the factory investigation report cannot be performed. However, it must be pointed out that the yellow color detected on the surfaces shows that the cleaning substances stagnated by lack of wiping after the cleaning or by using aggressive cleaning agents. To avoid risk of corrosion, it is recommended to follow the instruction for use. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
Issue is being investigated by manufacturing site. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with one of surgical lights - volista access. As it was stated, the rust occurred on the device. There was no injury reported however we decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may lead to contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturing site.